Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient experienced visual loss due to mini emboli on the ophthalmic artery network, which was resolved at 1 month. The emboli was reported to be blood clot from the catheter. The patient was receiving onyx embolization to treat an arterio venous malformation (avm) on (B)(6) 2016. On (B)(6) 2016, the patient returned to the doctor with a visual acuity of 8/10 p2 with a small central scotoma. Examination of the back of the eye revealed a small ischemic territory where an embolus could be seen. The optical coherence tomography (oct) showed an edema of the inner layers. Angiography was performed showing good re-perfusion of the previous ischemic territory. The oct showed that the edema of the inner layer was persisting on the left, with the oct angiography showing good reperfusion of the territories. The persistence of signs was due to ischemic edema. On (B)(6) 2017 the patient returned for a consultation to monitor a small inferior branch retinal artery occlusion (brao) in the left eye. The patient reported still being affected by a central scotoma. Visual acuity with correction is 8/10 p2 on the left. Examination of the anterior segment revealed nothing of note. Intraocular pressure was 18 on the right and 19 on the left. Examination of the back of the eye revealed nothing of note in either eye. The oct exam found good perfusion. The examination did not find any new abnormalities apart from the sequelae relating to the affected territory. Patient's current mrs is 0.

Manufacturer narrative:
The onyx did not return for evaluation as it was completely consumed in the procedure. The onyx model and lot number were not provided. Attempts were made to obtain additional information, however some of the requested information remains unknown. Should the information become available, a supplemental report will be submitted. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient experienced visual loss due to mini emboli on the ophthalmic artery network, which was resolved at 1 month. The emboli was reported to be blood. The patient was receiving onyx embolization to treat an arteriovenous malformation (avm) on (B)(6) 2016. On (B)(6) 2016, the patient returned to the doctor with a visual acuity of 8/10 p2 with a small central scotoma. Examination of the back of the eye revealed a small ischemic territory where an embolus could be seen. The optical coherence tomography (oct) showed an edema of the inner layers. Angiography was performed showing good re-perfusion of the previous ischemic territory. The oct showed that the edema of the inner layer was persisting on the left, with the oct angiography showing good reperfusion of the territories. The persistence of signs was due to ischemic edema. On (B)(6) 2017 the patient returned for a consultation to monitor a small inferior branch retinal artery occlusion (brao) in the left eye. The patient reported still being affected by a central scotoma. Visual acuity with correction is 8/10 p2 on the left. Examination of the anterior segment revealed nothing of note. Intraocular pressure was 18 on the right and 19 on the left. Examination of the back of the eye revealed nothing of note in either eye. The oct exam found good perfusion. The examination did not find any new abnormalities apart from the sequelae relating to the affected territory.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.